Event description:
Device was returned for repair only. Upon receipt and evaluation it was noted that two very small pieces were broken off and missing from the distal end of the instrument. In contact with the hosp, it was not known when or where the device broke. They did state that no pt related incident had been reported. Co is however taking a conservative approach and filing.